Event description:
Information received by medtronic indicated that the customer reported app data missing after upload. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by viewing the upload history screen of the provided user account in carelink support application and observed that the issue was reproducible. To investigate further, we validated the carelink database to see if the uploaded snapshots need to be processed for parsing. We observed that while the snapshots were present in the database, they had failed during processing, as indicated by their status ""failed."" All of these failed snapshots included previously uploaded data, resulting in a large snapshot size due to the accumulated data. To investigate further, we created an internal ticket for the carelink dev team to provide more details on the issue. The carelink dev team did validated the snapshot data and tried to process them in test account, confirming that the snapshots were processed successfully. To delve deeper, we also involved the guardian connect mobile app team to provide suggestion on the snapshot size, as the snapshots are uploaded from the mobile app. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc"". (Most likely) root cause: the most likely root cause could be pertaining to one of the following : 1. It could stem from infrastructure issues within the web or application servers, resulting in processing failures due to limitations with snapshot size. 2. It could be attributed to the older guardian connect app version, leading to the accumulation of previous data alongside current uploads. Analysis summary: guardian connect mobile app team suggested to request user to update the latest app version to avoid this issue. However all the recent data for the user was successfully uploaded. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.